Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 500 mg/dl and a high ketone level. Reportedly, multiple occlusion alarms occurred. Customer was using humulin r u-500 for insulin therapy. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, saline, and potassium. Reportedly, the customer was released on (B)(6) 2022 with permanent damage; however, reportedly, customer was still experiencing an elevated bg level (value not provided). Customer declined further troubleshooting with tandem technical support.